Event description:
It was reported that; removal of broken rod extender.

Manufacturer narrative:
Lot# 116764; visual inspection; device history review; complaint history review; risk assessment; it was found that the connector was fractured where the main shaft meets the threaded body. The fracture goes around the shaft, but the two pieces are still attached to each other. A material analysis was performed on a similar complaint. The analysis confirmed that the returned connector and rod experienced fatigue fractures. No material or manufacturing defects were observed on the surfaces examined. The most likely cause of the reported event is most likely the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector.

Event description:
It was reported that; removal of broken rod extender.